Manufacturer narrative:
The insulin pump was received with no button response due to an unlocked lcd keypad connector and flattened button dome switches on several buttons. The device was unable to undergo the displacement test due to lack of button response. The following cosmetic damage was also noted: cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; she changed her infusion set and received a low reservoir alarm, and she was unable to clear the alarm due to lack of button response. The patient's blood glucose at the time of incident was 245 mg/dl. The customer was not wearing the pump at the time of call; she was wearing the infusion set and pushing on the insulin because she doesn't have a back-up plan. Troubleshooting was initiated for the keypad anomaly. The customer does not recall any significant events that led to the keypad issues. The customer was advised to discontinue use of the pump. The insulin pump was returned for analysis and a replacement device was shipped to the customer.